Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. Per the patient, the doctor told him he changed the medication several times and was putting him on heavier doses. The patient¿s medical history included pain that started on (B)(6) 2000 due to a garbage truck hitting him and the patient was disabled. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 07-nov-2018 it was reported that the patient complained for 5 years about his pump and no one listened to him. When his pump was replaced in (B)(6) 2014, the doctor told him the catheter was all twisted up. The pump and catheter were replaced. No further complications were reported/anticipated.